Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine (unknown) (concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient had pump implanted two weeks ago and was "now in the hospital with (B)(6) and was about to die". The reason for call was to obtain the manufacture date for pump and the date of (B)(6) 2020 was provided to the caller. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2021 indicated the patient was receiving intrathecal dilaudid. It was reported the event/difficulty occurred on (B)(6) 2021 during device follow-up. It was also reported the patient had (B)(6) and the system was explanted on (B)(6) 2021. The return status was asked but unknown and it was noted the system would be replaced in the future. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- with injury ((B)(6))¿. The patient¿s medical history was asked but unknown. Additional information was received from a healthcare provider (hcp) on (B)(6) 2021 indicated the patient was sent to the emergency room (ER), test performed, the patient was (B)(6) for (B)(6), and explanted two days later. Regarding if the (B)(6) resolved, it was noted to be determined as the patient was still doing antibiotic treatment. It was noted the meningitis was likely from the surgical implantation on (B)(6) 2021.

Manufacturer narrative:
H3: interrogation of the pump upon receipt indicated that the pump was delivering dilaudid (4 mg/ml at 0.0250 mg/day). Analysis of the pump found ¿no anomaly¿. Analysis of the catheter found ¿acceptable catheter testing ¿ catheter incomplete/returned in segments¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.